Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the fse with regard to the repair and status of the iabp; however, no repair has been performed yet. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit makes a ¿thump¿ sound followed by a ¿wish¿ sound. There were no alarms. Customer says that the helium tank emblem will go ¿dark¿ at times, then show full again, although they know that the tank is full. The patient is stable and pump is working fine otherwise. There was no patient harm reported.